Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal left anterior descending (lad) artery. A 3.50mm x 12mm synergy¿ dug eluting stent was advanced but failed to cross the lesion. The device was advanced further but was still unable to cross the lesion. The device was removed from the patient's body and it was noted that the distal strut was lifted. The procedure was completed with another of the same device. No patient complications or injuries were reported.